Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported "formation of radial folds, with subcapsular anechoic collection in the right prosthesis", "intracapsular rupture" and "inflammatory axillary nodules" via us report and "encapsulation." Device remains implanted.